Event description:
It was reported that the ilet charger did not charge the device despite attempts with multiple outlets and different cords, and the user temporarily used an off-label charger; the issue was characterized as a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.